Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event.the event involved product mmt-1712k. Troubleshooting was performed but issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1712k and insulin pump was retuned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump received with missing segments. Unable to perform the displacement test, sleep current test, active current test and self-test due to missing segments. Unable to download history files and traces using [thus] due to missing segments. The pump was cut open to perform visual inspection and found cracked lcd glass. Test p-cap and reservoir do not lock properly into reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, stained keypad overlay, cracked keypad overlay, missing display window cover, missing o-ring, cracked reservoir tube lip, cracked case battery tube side, cracked case corner of belt clip rails, broken battery tube threads, and detached retainer. Missing segments were confirmed during analysis due to cracked lcd glass. Alleged cosmetic damage confirmed where cracked glass, cracked case battery tube side, cracked case corner of belt clip rails, and broken battery tube threads were noted. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.